Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with compressor has been confirmed during evaluation of received problem description and service report. Our field service engineer (fse) was on-site for further investigation and found out that the radial fan, motor relay and the compressor¿s motor were defective and required replacement. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined.

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor generated alarm indicating a low pressure. There was no patient harm. Manufacturer's ref.(B)(4).